Manufacturer narrative:
The evaluation noted this 68 year-old patient with a bmi of 36.62 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be not available. At 54 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. No information provided in the following section(s): sex, weight,ethnicity, laboratory results, catalog # (catalog number, serial number, UDI number, and expiration date), impalant date, explant date, date received by manufacture, device manufacture date.

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This 68 year-old patient with a bmi of 36.62 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be not available. At 54 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 12 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4).